Event description:
It was reported that the radio frequency (rf) head was unable to interrogate the device and there was a flashing green light. The rf head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; no observable anomalies. It is noted the rf (radio frequency) head cable is kinked slightly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.